Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter was tested and no faults were found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate high as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that at an unspecified date and time in the beginning of (B)(6) 2011, the patient reported blood glucose results of "132 mg/dl" with a lifescan meter and "89 mg/dl" on another meter, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 30% and/or <= 30 mg/dl. The patient stated the following: she normally tests four times a day, her normal test results are "between 89-94mg/dl" and that she does not take any medication to manage her diabetes. The patient informed the mss that in response to the alleged high readings, she "has quit eating too much, has been drinking more water and has been walking more." About two to three weeks after the alleged product issue occurred, the patient claimed to have developed symptoms of "hunger, dizziness, and sweats" which the patient confirmed she "associates with low sugars." Shortly after, she would self treat with food and would "feel better afterwards." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.